Manufacturer narrative:
Investigation summary: a purge cassette returned. Fluid leak - after an unknown time on support, the staff found formation of crystals around the purge cassette and console components. The purge cassette gen 1 was returned and inspection showed the housing was tacky to the touch. The housing was torn down and purge fluid noted to be between the piston cylinders. The cause of the fluid leak was a manufacturing deficiency of insufficient seal related to the cylinder-to-cylinder seal of the purge cassette. Purge cassette s/n: (B)(6), lot: 1748166 passed all eqt testing. Q1) any qns/mrrs/reworks associated with the complaint device: n/a. Q2) were there any failures of the device to meet the requirements for manufacturing testing, qualification, and inspection? No. Q3) were there any other product malfunction complaints in this device lot related to this failure mode? No. Q4) subcomponent inspection review: did any subcomponents fail incoming lot inspection? N/a. Q5) subcomponent lot review: were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a.

Event description:
The complainant reported that during replacement of the purge cassette and disc, staff observed crystal formation on the purge cassette and console components.